Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. The customer¿s allegation was confirmed when the air/water leak was revealed to have been caused by a pinhole on the connecting tube. In addition to the reportable malfunction, the evaluation found the bending angle in up direction does not meet the standard value due to wear of angle wire, the play of up/down knob is out of the standard value due to wear of angle wire, adhesive on bending section cover has a chip, illumination is poor due to slipping-out of light guide bundle, adhesive on bending section cover has white-clouded area, cracks on color ring and the adhesive of the bending section, peeling adhesive around objective lens and light guide lens, scratches on probe cover, connecting tube, suction connector side of universal cord protector, grip, and the universal cord, buckling and a wrinkly on connecting tube, noisy images due to damage on the charged coupled device unit, and a stretched angle wires. The foreign material found has been attributed to insufficient cleaning. The customer performed cleaning, disinfecting, or sterilizing processes on the device before sending it in for repair. It is unknown if the customer has any idea about the nature of the foreign material. There was no delay in the start of the precleaning or abnormalities in the accessories used for reprocessing. The customer flushed the air or water nozzle with water and air and wiped or brushed the air or water nozzle with clean, lint-free cloths, brushes, or sponges. Lastly, the customer flushed the air/water nozzle channel with the detergent solution or presoaked the endoscope in the detergent solution. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus the evis lucera small intestinal videoscope had air/water leakage. The device was returned and during the device evaluation the following reportable malfunction was found: foreign object in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.